Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient has experienced high blood glucose three times over the past nine days. Customer's wife maintained that the pump was not delivering properly. No adverse event reported. A request was made for the return of the device, replacement sent.